Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information was requested, and the following was obtained: please clarify "which caused the end effect to seem off", the nurse thought the end effector was bent. Was there any damage to either the jaw of the device or the cartridge itself? Not sure reload was thrown out. Didn't look at the end effector of but you can look at it when it is returned is the current patient status known? Patient is ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Nothing extra was required.

Event description:
It was reported that the powered plus stapler fired slowly, the reload was hard to remove so they pressed the reload against the metal cart which caused the end effector to seem off so they replaced with another power plus stapler.

Manufacturer narrative:
(B)(4).batch # t5df12. Device analysis: the analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.